Manufacturer narrative:
(B)(4): physio-control anticipates the device return and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported issue could not be determined.

Event description:
It was reported that the device had an intermittent turn on and the user had to hold the on/off button for 'some time', unspecified delay, to power the device. There was no patient use associated with the event.